Event description:
It was reported that the bottom of the accord tensioner was not screwed down all the way. Once tension was placed, tensioner popped and broke the cable. Incident occurred during surgery. No harm was done to the patient and the case was completed with a smith and nephew back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Initial reporter name and address: information was corrected.

Manufacturer narrative:
Lot # was updated.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, based on the information provided, the location of the broken cable is presumed to have been removed as the nature of the breaking cables does not usually leave create loose fragments. It is unknown if there was a delay, a smith and nephew backup device was used to complete the procedure and no patient/harm was reported; therefore, no further clinical/medical assessment is warranted at this time. A functional evaluation of the returned device confirmed the stated failure mode. The tensioning mechanism is broken. A visual inspection confirmed the device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.